Event description:
It was reported the customer experienced low blood glucose during the night. Customer had treated their blood glucose with the insulin pen. The customer also stated their insulin pump had given them regular insulin, causing their low blood glucose. It was also reported the customer's husband had to call the paramedics to treat the customer's low blood glucose. Customer's husband also removed the insulin pump from the customer so they would not receive their basal rates. The customer was unsure how the paramedics had treated for their low blood glucose. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.